Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a procedure on (B)(6), 2015. According to the complainant, during the procedure, the needle detached from the suture when it was thrown through the tissue to place the mesh leg. It was left inside the patient. The physician did not attempt to retrieve it. Another uphold vaginal support system was used to finish the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
A visual evaluation of the returned uphold vaginal support system device revealed that the suture on the blue dilator is broken. The suture is frayed. The remainder of the suture and dart were not returned. Also, the capio carrier is bent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a procedure on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture when it was thrown through the tissue to place the mesh leg. It was left inside the patient. The physician did not attempt to retrieve it. Another uphold vaginal support system was used to finish the procedure. There were no patient complications reported as a result of this event.